Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 10mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 73month post implant CT scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the second post operative day following an endovascular repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B6: relevant tests and lab data. G4: awareness date ¿ updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 10mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 73month post implant CT scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem. G4: awareness date ¿ updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension and two (2) limb stent grafts. Approximately six (6) years post initial procedure, the patient presented emergently with abdominal pain. The subsequent CT (computed tomography) scan revealed a type iiib endoleak at the bifurcation. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and an afx vela infrarenal on 14 september 2021. The patient is reportedly in good condition post secondary endovascular procedure. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest sac growth of 10mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 73 month post implant CT scan.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension and two (2) limb stent grafts. Approximately six (6) years post initial procedure, the patient presented emergently with abdominal pain. The subsequent CT (computed tomography) scan revealed a type iiib endoleak at the bifurcation. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and an afx vela infrarenal on (B)(6) 2021. The patient is reportedly in good condition post secondary endovascular procedure.